Event description:
It was reported that there was a tiny black debris on the bladder inside the cartridge. There was no patient involvement and no patient harm/adverse event reported. Related reports (B)(4).

Manufacturer narrative:
B3: date of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: four pictures were attached to the complaint. Three pictures show the devices and one the label. According to these pictures, particles were detected, and the complaint was confirmed. No root cause could be determined because no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.